Event description:
Procedure: tumor removal. According to the reporter: the bag broke while trying to retrieve the specimen out of the abdominal cavity. No ill effect to the pt.

Manufacturer narrative:
(B)(4).